Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for guidewire fracture, deformation and stretched issue. However, the investigation is inconclusive for guidewire failure to advance and difficult to insert. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 implantable port allegedly experienced fracture, deformation due to compressive stress, stretched, difficult to insert and failure to insert . The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight, and gender were not provided.